Event description:
Healthcare professional reported, a right side rupture. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening on the anterior side assessed as surgical damage. No additional observations. Crease fold observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.